Event description:
During a journal review, it was noted that 16 adults and pediatric pts underwent craniofacial reconstruction involving the use of norian crs for correction of defects. One pt experienced parietal microfragmentation and frontal infection. The pt was initially treated for exposed dura due to 3/11 bilateral craniofacial clefts in the frontal and parietal bones. The surgeon performed a wash-out and debridement at 9 weeks post-op. No long-term complications were noted in any of the pts. This is two (2) of three (3) events reported in the journal article.

Manufacturer narrative:
Manufacture date is not able to be determined without part number and lot number. Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided. "Application of new carbonated calcium phosphate bone cement: early experience in pediatric and adult craniofacial reconstruction." Baker, weinzweig, kirschner, bartlett. Plastic and reconstructive surgery (may 2002) 1789-1796.